Event description:
It was reported that the patient underwent a surgical procedure to explant and replace this artificial urinary sphincter (aus) due to fluid loss. No patient complications were reported. The explanted components are not expected for return. A supplemental report will be submitted should additional information be received.